Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's atrial lead exhibited high impedance and high capture threshold. There was no noise on the lead and isometrics could not reproduce anything. The physician decided to closely monitor the lead and discussed scheduling an electrophysiology consult. No further information/intervention was reported.